Event description:
A customer contacted baxter's technical services center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 6. The home patient (hp) was not connected at the time of the alarm, but had disconnected and reconnected prior to the alarm. The technical service representative (tsr) assisted the hp with troubleshooting the alarm and advised to contact nurse. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed, and the cause was determined to be use error due to the patient disconnecting during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.